Event description:
It was reported that following a pocket revision procedure (MFR report number 3006630150-2026-00924), the patient developed a hematoma in the pocket site. The physician opted to explant the spinal cord stimulator (scs) system due to possible infection. The explanted products will not be returned per hospital policy and patient was doing well postoperatively. Additional information was received that it was unknown if the infection was device related. The patient was placed on antibiotics.

Event description:
It was reported that following a pocket revision procedure (MFR report number 3006630150-2026-00924), the patient developed a hematoma in the pocket site. The physician opted to explant the spinal cord stimulator (scs) system due to possible infection. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7129273 / 7129449. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7097621 / 7094189. UDI: (B)(4).